Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. An alert for right ventricular (rv) lead out of range impedance measurements was displayed. At this time, this device system remains in service and there were no adverse patient effects reported.